Manufacturer narrative:
The medtronic representative at the site following the procedure, checked the external camera cable, and all connections and found no issues. She checked the psu and scu logs, scu logs showed errors. Return requested. Replacement polaris spectra system control unit (scu) shipped to site 09/21/2016. Medtronic investigation of returned suspect scu determined that when connected to a known good system the scu was found to be fully functional. The set-up was allowed to run overnight and did not have an occurrence of the reported failure. The event log had recorded instances of a communication issue with the positioning sensor unit (psu), however, the failure did not indicate a failure with the scu. No problem found. Device found to be fully functional. On 10/04/2016 a medtronic representative, following-up at the site, confirmed navigation system is performing as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, it was alleged that the navigation system camera power cycled. Camera cycled 3-4 times during the procedure, each lasting only less than one minute. The medtronic representative noted that the camera would stop tracking the reference frame, but continue tracking instruments before the issue with cycling occurred. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.